Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4). Implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 450mcg/day via an implantable pump. The indications for use were not reported. The patient¿s medical history included multiple sclerosis. The patient¿s healthcare provider had requested a catheter replacement as part of the patient¿s pump replacement for normal eri (elective replacement indicator). The physician had been steadily increasing the patient¿s dose and didn¿t know if it was related to the patient¿s progressing disease or issues with the pump /catheter. The physician also asked for a higher catheter placement from t8 to t5. The environmental, external or patient factors that may have led or contributed to the issue was worsening spasticity symptoms. There were no diagnostics or troubleshooting performed. The patient has not had a dye study to confirm catheter concerns. The actions/interventions taken to resolve the issue was a replacement was planned for (B)(6) 2017. The issue was not resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that the physician thought there might be a catheter issue, but when they went to do the pump replacement on 2017 (B)(6) aspirated fine, so he didn¿t think there was actually a problem. It was further noted however that they were sending the device back for analysis just in case. It was also indicated that the catheter was replaced based on the referral physician¿s preference and because the physician wanted to place the tip higher. The referring physician wanted the catheter moved to t5 from t8/t9. Both the catheter and pump were replaced with new on 2017 (B)(6). Regarding a full system prime (new pump and catheter) it was being considered that the total volume was approximately 0.341 ml. On 2017 (B)(6) it was further reported they suspect the spasticity increase was related to progressing disease. The higher placement was to try to improve new upper extremity spasticity symptoms. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. The catheter was returned in segments, and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.